Event description:
As you are standing behind lift the right leg is bent. Dealer not sure how this happened. User's family states patient is approximately 377 lbs. Again, fibbett is not sure if this correct or not. Going by what user told them.